Event description:
A malfunction alarm occurred, identified as malfunction code 12, but no notable events took place prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer technical support provided information to reset the pump, assisted the customer with the reset process, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issue reappears, which the customer understood and acknowledged.